Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) and a competitors leads, reported abnormal pacing impedance greater than 3000 ohms. The home monitoring equipment showed abnormal pacing impedances measurement, over the last 3 months. No adverse patient effects were reported. The device remains implanted and in service.